Event description:
The reporter indicated stylet obstruction/restriction. The date of event is estimated. The device was not implanted.

Manufacturer narrative:
The stylet was improperly retracted while inside the coil. This resulted in the stylet becoming lodged in the lumen.